Event description:
It was reported that ventricular undersensing was seen even after adjusting the sensitivity. The right ventricular (rv) lead rwaves were measuring at 8 mv. The device was showing rwaves from 5.6 mv to 22.4 mv. Turning off sensing assurance (sa) and lowering the sensitivity was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2005 (B)(6); 5092-52 implantable pacing lead 2005 (B)(6). (B)(4).